Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main, drawer 7.1 experienced a hardware failure. The customer stated that the rss status showed the es station as online, but drawer 7.1 continued to fail. The customer attempted troubleshooting, including rebooting the device and performing a drawer recover, yet the issue persisted the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed. A field service engineer (fse) identified that the retractor band had damage to the cable. Fse replaced the retractor band and restarted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.